Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 107 (multiple abnormal shutdown). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor was abnormally shutting down. The cause for the abnormal shutdowns was isolated to an intermittent bga chip on the monitor c/a board. The exact location of the fractured bga solder joint could not be positively determined. The root cause for the intermittent bga failure could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the intermittent bga failure. The pt received a replacement monitor.